Event description:
In 2006 - a dental implant was placed in tooth location # 30. Subsequently, the patient was experiencing paresthesia. The next day - the implant was removed from the patient's mouth. 5 months later - the clinician was contacted. He stated the patient's implant was impinging on the mental nerve causing the patient to experience paresthesia in the implanted site area. Based upon this outcome, a second surgery was performed five months earlier. The patient still has some numbness: although not as much as before.

Manufacturer narrative:
Component was examined and microscopically evaluated at a magnification of 10x. No visible defects were noted. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event (code 66). The patient was referred to a maxillo-facial specialist. Due to patient privacy and confidentiality, the specialist's office staff would not disclose any information about the patient's treatment or progress. If additional information becomes available, a follow up report will be provided.